Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for 25-hydroxy vitamin d (vitamin d). The erroneous results were reported outside of the laboratory. The initial result was 18.15 ng/ml. This result was reported outside of the laboratory. On (B)(6)2016 the sample was repeated and the result was 27.23 ng/ml. This result was considered to be correct because quality control (qc) results were acceptable at this time. Qc was not run at the time of the initial result. The sample was stored at room temperature between the initial and repeat results. No adverse event occurred. The vitamin d reagent lot number was 127745. The expiration date was requested but not provided. The customer also ran 67 additional patient samples on different modules. The same reagent lot number of 127745 was used for these tests. Based on the data provided, the results for 11 patient samples were erroneous and reported outside of the laboratory. None of these patients were adversely affected. Refer to the attached data for these results. A specific root cause could not be identified. The issue may be related to pre-analytical sample handling or an issue with the sample probe. The samples sat at room temperature for more than 8 hours prior to testing which is not recommended.